Event description:
A social worker reported that a pt experienced hyperglycemia while the pt's one touch meter was displaying low blood glucose readings. Pt has had diabetes mellitus for 25 years and has been using the ot meter for 6 months. Pt had a kidney transplant in 2001. Thirteen days later, pt's blood glucose was 77mg/dl on the ot meter at 9:00am. Pt drank some juice and retested getting a blood glucose reading of 49mg/dl on the ot meter. Pt ate breakfast and did not take insulin because of the ot meter low readings. At 10:00 am pt went to emergency room to have the pt's blood glucose checked because of the pt's kidney condition. Hosp laboratory results showed pt having a blood glucose of 1000mg/dl. Pt was admitted to hosp for hyperglycemia and kidney condition. Pt has not experienced any adverse event symptoms before going to the hosp. Pt insulin dosage was reduced after event to nph 30u am + 19u pm. No further info has been provided.